Manufacturer narrative:
Zoll has not yet received the zoll catheter in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. Device expected to be returned.

Event description:
It was reported that during patient therapy with the thermogard tgxp, it was observed that the quattro catheter showed blood in the catheter and it backed up to the start-up kit. It was also observed that the saline bag was empty in the morning. The patient therapy started on (B)(6) 2016. At the time the reported event was observed (on (B)(6) 2016) the treatment was in the rewarming and normothermia phase and patient's temperature was near goal temp of 37°c. No patient injury was reported as a result of the event.